Event description:
Ous MDR - during a regular check up noise was reported on this ICD lead. No adverse patient events were reported. There was no change in impedance. The programming was changed from ddd60/120 to aa160. The detection count was also changed from 8/12 to 24/30. Should additional information become available this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed noise artefacts on the ff and on the rv channel which led to vf detection, as reported in the complaint text (see figure 1). In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.